Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 vent had total loss of power while in use on a patient. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction and found that the fuse had popped on the side of the vent, the fuse was replaced and the vent was power on, and a spark was noticed coming from the power supply. Se replaced the power supply and battery. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A power supply was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to components field effect transistors (fet) had a short circuit and thermistor (rt1) had thermal damage on the printed circuit board assembly. If information is provided in the future, a supplemental report will be issued.